Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the right ventricular (rv) lead was not capturing. X-ray was performed and revealed cardiac perforation of the rv lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable following the procedure.